Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 360 mg/dl) and insulin injections were administered. Customer alleged the pump was not delivering insulin correctly. Pump system check was performed with tandem technical support; no device issue was identified. However, customer was not confident of the pump¿s function. Tandem clinical diabetes specialist discussed the event with the customer and the pump appeared to be working properly.